Event description:
On (B)(6), pod activated. At 8:19 pm, customer ate 113 grams of carbohydrates and bolused 12.55 units. In the morning, customer's bg was 429 mg/dl; consumed 45 grams of carbohydrates; bolused 14.2 units. Customer's mom stated her son "did not receive the bolus due to cannula had completely come out of the tissue site." His bg rose as high as 443 mg/dl. Around 9 am, a new pod was activated. Pod is not expected to return for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customer can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses. If bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact a hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.